Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "broken gamma3 nail at lag screw opening. Patient complained of pain, x-ray was checked and then the defect became visible. Re-operation for removal was necessary and new nail was placed."

Event description:
As reported: "broken gamma3 nail at lag screw opening. Patient complained of pain, x-ray was checked and then the defect became visible. Re-operation for removal was necessary and new nail was placed." Update: clinical sign: loss of possibility of walking (B)(6) 2022.

Manufacturer narrative:
The reported event could be confirmed based on the images received. The inspection revealed the following: pre-operative and post-operative x-rays were received on november 9th 2022 for evaluation. The post-operative breakage of the nail could be confirmed based on the images received. The nail broke in two after 20 weeks of implantation, the fracture occurred at the level of the proximal hole. Pre-operative and post-operative x-rays were analysed by a medical expert, that stated: "I would like to know if there is any indication of a bone non/mal-union or medical error. Non-union occurred and consecutively the device failed after a period of time. If it is possible to make a statement on the bone condition of the patient, that could have influenced the breakage? The bone condition looks okay as far as we can say it. However, it looks as if there were at least three problems: the fracture pattern, which shows a highly instable pertrochanteric fracture with a very large lesser trochanter fragment which has not been addressed (e. G. With a cerclage) here. Poor reduction (maybe due to the instability in the subtrochanteric area) especially in the lateral view with a significant fracture gap and an anteverted angle of the neck/head-fragment. C) a pretty wide bone marrow cavity in the proximal shaft which may contribute to further mobility/movements of the nail in the proximal shaft and preventing consolidation (I am not 100% sure whether the additional distal screw was inserted in a bollard screw manner to maintain the direction of the nail inside the bone cavity or whether it was inserted accidentally not hitting the distal screw hole¿so, consecutively patient related factors (bone cavity, fracture pattern) and surgeon related factors (reposition and cerclage fixation of the large lesser trochanter fragment, poor reposition in the lateral view with a remaining large fracture gap)." Based on investigation, the root cause was attributed to a combination of patient condition and user related issue. The failure was most probably caused by a combination of patient related factors (bone cavity, fracture pattern) and surgeon related factors (reposition and cerclage fixation of the large lesser trochanter fragment, poor reposition in the lateral view with a remaining large fracture gap). Nc- 2022-246 was opened to cover the issue of loss of product in the warehouse after reception. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "broken gamma3 nail at lag screw opening. Patient complained of pain, x-ray was checked and then the defect became visible. Re-operation for removal was necessary and new nail was placed." Update: clinical sign: loss of possibility of walking (B)(6) 2022.

Manufacturer narrative:
The reported event could be confirmed based on the images received. The inspection revealed the following: pre-operative and post-operative x-rays were received on november 9th 2022 for evalutation. The post-operative breakage of the nail could be confirmed based on the images received. The nail broke in two after 20 weeks of implantation, the fracture occured at the level of the proximal hole. Pre-operative and post-operative x-rays were analysed by a medical expert, that stated: " 1. I would like to know if there is any indication of a bone non/mal-union or medical error. Non-union occurred and consecutively the device failed after a period of time. 2. If it is possible to make a statement on the bone condition of the patient, that could have influenced the breakage? The bone condition looks okay as far as we can say it. However, it looks as if there were at least three problems: a) the fracture pattern, which shows a highly instable pertrochanteric fracture with a very large lesser trochanter fragment which has not been addressed (e. G. With a cerclage) here. B) poor reduction (maybe due to the instability in the subtrochanteric area) especially in the lateral view with a significant fracture gap and an anteverted angle of the neck/head-fragment. C) a pretty wide bone marrow cavity in the proximal shaft which may contribute to further mobility/movements of the nail in the proximal shaft and preventing consolidation (I am not 100% sure whether the additional distal screw was inserted in a bollard screw manner to maintain the direction of the nail inside the bone cavity or whether it was inserted accidentally not hitting the distal screw hole¿. So, consecutively patient related factors (bone cavity, fracture pattern) and surgeon related factors (reposition and cerclage fixation of the large lesser trochanter fragment, poor reposition in the lateral view with a remaining large fracture gap)." Based on investigation, the root cause was attributed to a combination of patient condition and user related issue. The failure was most probably caused by a combination of patient related factors (bone cavity, fracture pattern) and surgeon related factors (reposition and cerclage fixation of the large lesser trochanter fragment, poor reposition in the lateral view with a remaining large fracture gap). . Nc- 2022-246 was opened to cover the issue of loss of product in the warehouse after reception. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "broken gamma3 nail at lag screw opening. Patient complained of pain, x-ray was checked and then the defect became visible. Re-operation for removal was necessary and new nail was placed." Update clinical sign: loss of possibility of walking (B)(6) 2022.

Manufacturer narrative:
Please note the correction to h6 method code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.